Event description:
It was reported the system is displaying a communications error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the psi power supply and found the customer's electrical supply was inadequate. Customer changed location for power, system operates as intended. This MDR is related to ge healthcare complaint number.